Event description:
Patient was injected with merz radiesse + needle to pereosteum after being throughly cleansed with chlorhexadine prep in cheeks. Swelling began the following day and fluctuated for a month (while being treated with multiple antibiotics) at which point an abscess and biofilm was identified, patient was hospitalized, and the product was then surgically excised from the cheek leaving scarring and obvious asymmetry. Ent, ID, and ophthalmology all following. Further reconstruction will be necessary to correct.